Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the most probable cause of the malfunction was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the laparoscope, gynecologic to the service center for a separate issue. During the device analysis, the regional repair center indicates that a cut on the protector of the video cable section was found. It was determined that the protector of the video cable section needed to be replaced. There was no patient involvement.